Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no signs of damage or contamination. A visual inspection of the motor controller (mc) pcba revealed no signs of damage or contamination. The customer¿s returned pm board and mc board were installed in an fi test ventilator. The ventilator was booted into the normal ventilation mode and deliver breaths though multiple error codes were displayed and the high priority alarm sounded: check vent 35 volt failed, check vent 3.3 volt failed, check vent 5 volt failed, and check vent ovp circuit failed. The problem was traced to the 12 bit a/d converter u6. It was found that pins 4, 6, 7, and 11 were shorted to ground. The 12 bit a/d converter was removed and replaced. This mc board was reinstalled in the fi test ventilator which was booted into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any failures. All volt signals were verified and were within specification. The customer returned pm board and mc board were allowed to run for approximately 4 hours and no errors were generated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This failure was caused by the 12 bit a/d converter u6 due to multiple shorts. Replacement of 12 bit a/d converter u6 on the mc board corrected the failure. This pm board was tested and no failures were identified.

Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance, error codes 1118, 111b and 1127 occurred. There was no patient involvement.